Event description:
Two of the instrument test protocols prompted the user to place the mts anti-igg card into the wrong incubator block (into the 37 degree c block rather than the room temperature block). As this account was a market trial site, they recognized the erroneous prompt as being a problem that was present in the market trial version of software but was expecting it to be addressed in the commercialized software version. For this reason the customer questioned it. No death or serious injury was associated with this incident.